Event description:
It was reported that the left ventricular (lv) and right atrial (ra) leads have both been programmed off due to high pacing thresholds and noise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 lead, implanted: (B)(6) 2006. A 694765 lead, implanted: (B)(6) 2008. (B)(4).